Manufacturer narrative:
This report is submitted on march 30, 2020.

Event description:
The cochlear implant was evaluated on (B)(6) 2019 using the integrity test system. The results indicated no evidence of malfunction of the receiver/stimulator. Atypical measurements were noted on 6 electrodes.

Manufacturer narrative:
This report is submitted on 14 july 2020.